Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always remove all air bubbles when drawing insulin into the filling syringe. Always hold the pump with the white fill port pointed up when filling the cartridge. Always ensure that there are no air bubbles in the tubing when filling. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. The infusion set was changed and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. During the system check, the customer realized that the air removal step during the loading of the cartridge was not performed. The customer did not see any air in the tubing. The customer was to change all of the pump supplies.